Event description:
Overdelivery reported. The pump was set to infuse "weight specific dosing" of heparin. It was found by a nurse "that the pt received 18,000u but the dose should have been 15,000u." Clarification of the infusion rate and heparin dosage was requested but was not available. The nurse reported that "the bag had emptied sooner than usual" with no time frame reference available. The pt's next scheduled lab work was completed and no apparent problems were reported. The pt did not experience any adverse effects. No add'l info or clarification was available.